Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the handpiece device was not working. It was reported that the buttons of the device were tried off and then on again, pressing both buttons and then pressing down, and attaching an attachment, but the device did not work. It was reported that there was an operating noise, but you could not tell unless the device brought close to the ear. It was reported that the battery was replaced, but the device still did not work. It was reported that the battery was replaced again, but the device would still not work. It was reported that the staff tapped each part of the head, body, and bottom cover of the handpiece, but it still did not work. It was reported that the handpiece itself seemed to be in a higher temperature than usual. At the time of delivery, it was confirmed that the handpiece was working. It was reported that the medullary cavity was manually reamed, and the distal lateral stop was drilled freehand, and the surgery was completed successfully. It was reported that there was a delay of less than 30 minutes due to the event. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: battery device, lid device ((B)(6) 2022). UDI: lot/serial unknown. (B)(4). Device manufacture date: the device manufacture date is unavailable. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the handpiece device, and the reported condition that the device was heating up, would not run, and was making an unexpected noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed visual inspection and leakage assessment. It was noted that the device was in optically well used condition; the housing showed a dent and the falling out protection was not aligned. The handpiece was leaking from the front plate and the lid connection failed testing on roundness and the power module was not clamped sufficiently. After the falling out protection was turned into defined position, the device still could not pass the roundness test. It was further determined that the device failed pretest for leakage test, check roundness of the housing, and check falling out protection (steel ring). The assignable root cause of these conditions was determined to be traced to component failure due to wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional information d4: it was documented in the initial medwatch report that the lot/serial number was unknown. Please note that the lot number (5274) has been received and has been entered into section d4 of this report.